Manufacturer narrative:
(B)(4). This report references the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a "large" umbilical hernia coincident with automated peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to the start of pd therapy of if the hernia worsened with pd therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the hernia was unknown. Six days prior to receipt of this report, the pd catheter was removed. On an unknown date, the same month as receipt of this report, the patient started hemodialysis therapy. At the time of this report, the patient outcome of the hernia event was not reported and the patient remained on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.